Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, it is likely an electronic component problem due to corrosion on plug unit resulted in component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, it was found the image was not displayed. There was no patient involvement.